Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that an rn placed a foley catheter and three hours later, the family calls the nurses station and reports that the foley catheter came out of the patient. The family reported that the patient "had to pee" and "pushed a little" and the catheter came out. When the nurse arrived at the room to assess the situation that catheter was already "disconnected". The nurse attempted to refill the balloon, however, it would not re-inflate.

Manufacturer narrative:
The device was not returned for evaluation. The product and lot number are unknown; therefore, the device history record and labeling could not be reviewed. Although the product family is unknown, the latex catheter product ifus are found to be adequate based on past reviews. (B)(4).

Event description:
It was reported that an rn placed a foley catheter and three hours later, the family calls the nurses station and reports that the foley catheter came out of the patient. The family reported that the patient "had to pee" and "pushed a little" and the catheter came out. When the nurse arrived at the room to assess the situation that catheter was already "disconnected". The nurse attempted to refill the balloon, however, it would not re-inflate.